Event description:
Patient stated the first saturday of her starting the vgo, she went to bed at 11:30pm & woke up at 7:00am, and realized the vgo was on the bed and no longer on her abdomen. Patient stated her pajama shirt may have got tangled with the vgo but is unsure.